Manufacturer narrative:
The fse evaluated the device while onsite and confirmed the reported problem. The fse replaced the keypad overlay to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the soft key panel (keypad overlay) is not functioning. The customer reported there was no patient involvement.